Event description:
It was reported that during implant, the helix could not be fully retracted. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.